Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that the impactor fractured while hammering implant with impactor during initial knee surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned driver impactor shows nicks and gouges on the smooth part of the shaft. Additionally, the impaction pad is fractured at the base. All pieces were returned. Sem analysis was performed and revealed that the fracture surface artifact consistent with low cycle fatigue culminating in an overload fracture. DHR was reviewed and no discrepancies were found. The root cause is considered to be wear and tear from use if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.